Event description:
During a pt foramen ovale (pfo) closure procedure using a swartz braided transseptal guiding introducer, a pt death occurred. The pt was taken to the catheter lab for a pfo closure procedure and expired in the lab due to complications from an air embolus of unk origin. A swartz braided transseptal guiding introducer was used during the transseptal catheterization. Add'l info was requested but was unavailable.

Manufacturer narrative:
The results of the investigation concluded there were no visual or functional anomalies to the sheath. The device met specs prior to leaving sjm mfg facilities as supported by a review of the device history record and the analysis performed. The cause of the reported air embolism remains unk.